Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance, oversensing noise, suspected lead defect and tissue findings between the device and the connector pin were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination and visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
During follow-up, a loss of capture, increased pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. During the explant procedure, tissue was observed between the rv lead's connector pin and the device. The patient was in stable condition.